Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage. The events of infection, capsular contracture, and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown; infection; silicone coming out at the incision point.

Event description:
Patient reported right side rupture, tightening and possible capsular contracture, baker grade unknown, infection, "swelling, tenderness, silicone coming out at the incision point and unilateral exchange". Device has been explanted.